Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 242 (mg/dl). Reportedly, the customer consumed a large amount of carbohydrates the night prior to the reported event. A pump bolus was delivered to address bg levels. Customer declined to complete troubleshooting with tandem technical support.